Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to verify the customer's reported issue. The service technician ran the unit for 4 days no issue found. As a resolution, performed general and power check outs and re-certified. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 has display issue. As of this this there is no information about patient involvement associated with this reported event.